Event description:
Per the clinic, the patient experienced an infection at implant site and subsequently, the device was explanted (specific date not reported). Additional information has been requested but it has not been made available as of the date of this report.